Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that there was a fluid leak associated with the patient's pd treatment. Fluid was found during treatment complete. Fluid was discovered in the pump module area. In a follow up, the patient's pd nurse reported that the patient encountered a fluid leak during cycle 4 of treatment. Fluid was discovered in the pump module of the cycler and on the external part of the cassette. There was no harm, intervention or adverse event associated with the leak. The patient let the cycler dry out overnight.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that there was a fluid leak associated with the patient's pd treatment. Fluid was found during treatment complete. Fluid was discovered in the pump module area. In a follow up, the patient's pd nurse reported that the patient encountered a fluid leak during cycle 4 of treatment. Fluid was discovered in the pump module of the cycler and on the external part of the cassette. There was no harm, intervention or adverse event associated with the leak. The patient let the cycler dry out overnight.